Event description:
It was reported that the lead wire on the temperature sensing catheter was kinked. This was found after the catheter was placed, and another device was used.

Manufacturer narrative:
The reported event was confirmed. It was unknown if the product was used for treatment or diagnosis. The device did not met specifications per the standard which states, " the wire should not be kinked, knotted or broken once is inserted in the lumen." Visual inspection noted one temperature sensing catheter without original packaging. Visual evaluation of the sample noted thermistor wire appeared to be pulled out from the thermistor arm, and the wire appeared to have damage as well. There was no attempt to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The thermistor wire appeared to be pulled out from the thermistor arm, and the wire appeared to have damage as well. This is considered a failure per the standard which states "the wire should not be kinked, knotted or broken once is inserted in the lumen." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1)patients who are or have been allergic to natural rubber latex. (2)patients with known allergy to silver-containing catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the lead wire on the temperature sensing catheter was kinked. This was found after the catheter was placed, and another device was used.

Manufacturer narrative:
The reported event was confirmed. It was unknown if the product was used for treatment or diagnosis. The device did not met specifications per the standard which states, " the wire should not be kinked, knotted or broken once is inserted in the lumen." Visual inspection noted one temperature sensing catheter without original packaging. Visual evaluation of the sample noted thermistor wire appeared to be pulled out from the thermistor arm, and the wire appeared to have damage as well. There was no attempt to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The thermistor wire appeared to be pulled out from the thermistor arm, and the wire appeared to have damage as well. This is considered a failure per the standard which states "the wire should not be kinked, knotted or broken once is inserted in the lumen." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients. (1)patients who are or have been allergic to natural rubber latex.. (2)patients with known allergy to silver-containing catheter".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the lead wire on the temperature sensing catheter was kinked. This was found after the catheter was placed, and another device was used.